Manufacturer narrative:
Batch review performed on 25 february 2021: lot 2001348: (B)(4) items manufactured and released on 17-mar-2020. Expiration date: 2025-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary surgery and was implanted with competitor components. On (B)(6) 2021, the patient came in for reasons unknown and had the competitor implants revised to medacta implants. The surgery was completed successfully. Presently, on (B)(6) 2021, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert and the surgery was completed successfully.